Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra mini meter read inaccurately high. The medical surveillance specialist contacted the pt to obtain/clarify info. The pt said she obtained a reading of 94 mg/dl in the mid-afternoon one day when preparing dinner. The pt mentioned she had results of 130 and 118 mg/dl in the morning that day. She says she takes 20 units of levemir at night and takes humalog only as needed when she test her blood sugar before and after her meals. She takes it when the result is above 120 mg/dl and if the result is under 90 mg/dl, she would be alerted to have some orange juice, grape juice, or eat a sandwich. Soon after she obtained the 94 mg/dl result, she said she fell on the floor, felt like she was going to pass out, and alerted an ambulance with a "life alert" alarm. They came within about 15 minutes and treated her with the orange juice she had in the refrigerator. She says that after consuming the second box of orange juice, she felt better. The paramedics did not test her blood sugar. The only advice the paramedics gave the pt was to test her blood sugar more frequently. The pt proceeded to have her meal and recovered. When asked whether she could have prevented the symptoms in the mid-afternoon had the reding been lower, she responded that she would have alerted her to have something to eat/drink. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The meter was set to the correct unit of measure. The result was verified in the meter memory. This complaint is being reported because the pt alleged the reading was inaccurately high, did not treat based on the readings, and suffered a hypoglycemic event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.